Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test and displacement test. Unit relived with missing retainer and reservoir tube lip o-ring. Unable to perform rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test or verify low reservoir alarms due to missing retainer. Unit received with minor scratched lcd window and case. Unit received with fading serial number label. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir had to changed every 3 hours. Customer's blood glucose was 250 mg/dl. Insulin pump would need to be replaced.